Event description:
The customer reported that the system displayed an error, there was a loss of communication and the system had to be shut down. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The (B)(4) mainframe 5 volt supply was adjusted. The system was then found to be operating as intended.